Event description:
It was reported that bd¿ needle 18x1-1/2 ll eclipse had foreign matter on the outside of the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: it was collected this kind of failure from the assembly machine involved, but as maintenance record and quality notification analysis related with batch involved were not possible to raise, because the batch number was not informed correctly. Photos and sample were sent by the customer to analysis, and even then without the correct data bd confirms the defect over the cannula of the needle. We inform that the manufacturing process are validated with defined acceptance criteria. There are measures for avoiding this kind of failure in manufacture process, according to the control plan, there are visual inspection activity of needle each 02 hours in sample size of 40 pieces. In the same way and during the assembly process, the visual inspection activity of needle every 02 hours in sample size of 50 pieces. In addition we emphasize that quality inspectors collect samples of the process for evaluation of product quality, and if any product in non-conformance status is found one quality notification is issued, the batch is locked for final analysis and decision. This is the first complaint of this kind of failure with the assembly machine related, its frequency is very low, for more than 2 years there are not this kind of complaint with the machine involved. Even then the indicators of production versus quality are monitored so that this mode of failure can be measured its tendency. The foreign matter failure, according to the sample, occurred due to epoxy resin. The cannula received this excess of epoxy because of an unexpected failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device lot #: actual lot number is unknown, however, the customer suspects lots 808832 and 808827. The reported lot numbers 808832 and 808827 were not found for the reported catalog number. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ needle 18x1-1/2 ll eclipse had foreign matter on the outside of the needle. No serious injury or medical intervention was reported.